Event description:
It is reported that the customer had high blood glucose levels of 547 mg/dl. The customer was hospitalized. Insulin drips were administered on the customer. The customer reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. The alarm history of the insulin pump also showed no delivery alarms on the day of the event. The customer was advised to disconnect from the insulin pump. No additional information is provided.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm noted. Unit had a scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.